Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospital for a low blood glucose (bg) level of 38 mg/dl. Reportedly, the customer was unable to recall falling down from the low bg level, but reported that the event caused the customer's shoulders to be dislocated. Upon reviewing the pump bolus history, the customer observed a bolus request for 15.38 units that had been delivered approximately 3 hours prior going to the hospital. After relaying the initial information, the customer ended the call with tandem technical support. Review of the pump logbooks by tandem technical support showed that a food bolus of 15.38 units was programmed and delivered by the user. Additionally, a bg value was entered; however, a correction bolus was not delivered. At the time of the reported event, the maximum bolus settings for the customer's profile was 25 units and was then changed to 10 units of (B)(6) 2017. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. Two cartridge change sequences were conducted on (B)(6) 2017. User made two bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Event description:
In addition, during a follow-up from the territory manager, it was reported that the customer was found unresponsive and having rhabdomyolysis. Reportedly, when the customer awoke, the customer attempted to temporarily reduce the basal rate by 15%; however, unintentionally delivered a bolus of 15 units which caused the customer.